Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. Additional information was requested from the author but none has been provided. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This report is being filed after the subsequent review of the following literature article: a technique for re-insertion following flexor tendon injuries in zone 1 using mitek bone anchors. Authors: vadodaria shailesh, ponniah allan, mcfetrich james, preston catherine, and page robert, eur j plast surg (2007) 29:263-266, doi 10.1007/s00238-006-0087-5, bvadodaria@aol.com. Department of plastic surgery (B)(4). N=1 one patient required revision surgery after anchor migration.